Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional carotid artery stenting procedure using a 7f sheath. Reportedly, upon removal of the device, it was noted the footplate not to be fully retracted. There was no reported difficulty removing the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received: it was reported there was tissue damage. In addition, it was noted there was more bleeding after proglide removal. The proglide suture was used to close the site; however, a hematoma was noticed. The tissue damage, bleeding and hematoma were treated with manual arterial compression.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of tissue damage, hematoma and hemorrhage are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effects and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d9, h3: the device was initially reported as not returning; however, it was returned for analysis. H6: health effect - clinical code 4582 was removed. Type of investigation code 4114 was removed. Investigation findings code 3221 was removed. Investigation conclusions cod 4315 was removed.

Manufacturer narrative:
Naa4: patient weight was added.